Manufacturer narrative:
(B)(4). Additional concomitant medical products: segmental distal femoral component, catalog number: 00585001302, lot: 62728192; segmental hinge post articular surface, catalog number: 00585003014, lot: 62141004; unknown tibial tray; unknown femoral stem and stem extension; unknown tibial stem and stem extension. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02245-1 and 2565-2016-04519-2. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause analysis based on the complaint symptom of ¿hyperextension¿ is over-deflection and/or fracture of the art surface post due to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised for hyperextension of the knee. It is approximately 10 or 15 degree of hyperextension while weightbearing. Attempts have been made and additional information on the reported event is unavailable.